Event description:
It was reported that this patients remote monitoring communicator displayed a red call doctor (rcd) icon. A forced call was completed successfully, and the rcd was noted to no longer be present. Boston scientific technical services (ts) suggested to the patients son to discuss this with the patients following physician. This pacemaker device remains in-service. No patient symptoms or adverse patient effects were reported.